Manufacturer narrative:
Batch review performed on 23.03.2021: lot 2009653: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 23.03.2021: ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot. 1908886 lot 1908886: 150 items manufactured and released on 17-feb-2020. Expiration date: 2025-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. 4 days after the 1st revision surgery, following an infection (unknown pathogen), the surgeon performed a washout and did not revise any components.